Event description:
Patient presented to the physician with an infection at the stimulation cuff site. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with continued infection at the neck incision site. Physician brought the patient into the operating room and explanted the entire inspire system.